Manufacturer narrative:
On 02 november 2017 the cleaning and packaging manager performed a visual inspection of the retrieved and commented as follows: from the visual inspection it was concluded that the failure was evidently occurred due to forces experienced during transportation. This was indicated to be correlated to the combination of the packaging configuration applied and the shorter stems length as they allow more degrees of freedom for movement within the package. Batch review performed on 09 november 2017. Lot 151863: (B)(4) items manufactured and released on 26 october 2015. Expiration date: 2020-10-13. No anomailes found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery it was noticed that the stem is out of the foam. The surgeon didn't use the implant. The surgery was completed successfully.